Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, image acquisitions could not be transferred to the navigation system from the imaging system. It was noted that the "nav" tag on the image acquisition was lost. A second navigation system was brought into the operating room (or) and communication could be established. It was reported that the radiologic technologist (rt) in the or did not press any buttons on the imaging system until the transfer was completed. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.